Event description:
Per information received from medical records, device used in patient. The patient experienced small left side hematoma ("left side firmness of one of her suprapubic incisions"), suprapubic wound infection, recurrent stress, urinary incontinence, dysuria, lichen sclerosus, dyspareunia, hemorrhoids, vulva dystrophy, "limited hypermobility secondary to the previous sling operation, the sling was not formerly removed in its entirety as the fascial portion of the sling had dissolved significantly and there was no significant sling remaining" ((B)(6) 2007), unspecified pain, unspecified erosion, unspecified infection, unspecified urinary problems, unspecified recurrence, vaginal scarring, loss of consortium, "exploration of suprapubic wound with packing and I&d" (incision and drainage, (B)(6) 2006), and "autologous pubovaginal sling and lysis of urethral adhesions" ((B)(6) 2007).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently address potential risks associated with surgically implanted materials. (B)(4).